Event description:
Additional information was received that increased defibrillation impedance was observed on the rv lead.

Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage during an unrelated device exchange was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.